Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / pain') and genital haemorrhage ('abnormal excessive bleeding/blood clots') in a 39-year-old female patient who had essure (batch no. Oj10353-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Concurrent conditions included overweight, hot flashes, panic attacks, vaginal odor, menopausal syndrome, smoker, uterine bleeding, uterine leiomyoma, iron deficiency anemia, taste metallic, pain in hip, lethargy, night sweats, polymenorrhoea, dysmenorrhoea and incontinence. Concomitant products included medroxyprogesterone acetate (depo provera). In (B)(6) 2009, the patient was found to have weight increased ("weight gain") and experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced nausea ("nausea"). In (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced anaemia ("anemia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysgeusia ("metallic taste in mouth"), allergy to metals ("allergic or hypersensitivity reaction type: nickel jewelry"), back pain ("see your doctor about your back pain") and gastric disorder ("I'd also see a gi specialist about your stomach"). The patient was treated with drugs for acid related disorders, iron, miconazole nitrate (monistat) and surgery (hysterectomy with bilateral salpingectomy - total laparoscopic hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, nausea, vaginal discharge and anaemia had resolved, the genital haemorrhage, weight increased, dysgeusia, allergy to metals, headache, back pain and gastric disorder outcome was unknown and the fatigue and alopecia was resolving. The reporter considered allergy to metals, alopecia, anaemia, back pain, dysgeusia, fatigue, gastric disorder, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient physician has recommended removal of the device. Her surgery has not been scheduled. Current weight 220 lbs. Previously reported insertion date - 2006 discrepancy noted in insertion date. Previously reported (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: results: total bilateral occlusion; on (B)(6) 2011: results: total bilateral occlusion. Pregnancy test - on (B)(6) 2016: results: negative. On (B)(6) 2010 pelvic sono/endometrial biopsy was done and fsh, tsh, and h&h found normal. Upt is negative. Pelvic ultrasound is performed. Please see report for details. Endometrial biopsy is performed in the usual fashion without difficulty. The uterus sounds to approx 9 cm. There is moderate descent of uterus with tenaculum traction. On (B)(6) 2010 ultrasound performed and impressions are - 1. Small anteverted uterus with small left anterior intramural myoma as noted. 2. Essentially unremarkable study of pelvis otherwise concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records- menorrhagia, fatigue, abnormal bleeding. Most recent follow-up information incorporated above includes: on 26-nov-2019: social media received : following events were added : see your doctor about your back pain, I'd also see a gi specialist about your stomach. Reporter information added. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("severe pain"), abdominal pain ("severe pain in my abdomen"), abnormal weight gain ("extreme weight gain (B)(6) in two months/ weight gain") and genital haemorrhage ("heavy bleeding") in a female patient (gravida -1, para -1) who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 1 day after insertion of essure, the patient experienced abdominal pain (seriousness criterion medically significant) and dysuria ("trouble and pain when urinating"). In 2012, the patient experienced dyspareunia ("severe pain during and after intercourse"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abnormal weight gain (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and endometriosis ("endometriosis"). The patient was treated with surgery (plaintiff underwent essure removal surgery). Essure was removed in (B)(6) 2012. At the time of the report, the pelvic pain, dyspareunia, abnormal weight gain, genital haemorrhage and endometriosis had not resolved, the abdominal pain outcome was unknown and the dysuria outcome was unknown. The reporter considered endometriosis, genital haemorrhage and pelvic pain to be related to essure. The reporter provided no causality assessment for abdominal pain, abnormal weight gain, dyspareunia and dysuria with essure. The reporter commented: or about (B)(6) 2012, plaintiff underwent essure® removal surgery plaintiff still suffers from the above-mentioned symptoms and is currently investigating her options for total hysterectomy procedure diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). Quality-safety evaluation of ptc: final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. Final risk classification risk category v medical assessment: the medical events reported are not necessarily indicative of a quality defect. No complaint sample was provided for a technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect". Based on the information available, there is no reason to suspect a quality defect. Most recent follow-up information incorporated above includes: on 22-sep-2017: follow up from summons: event heavy bleeding, severe pain and endometriosis added and event painful intercourse clubbed with severe pain during and after intercourse and weight gain clubbed with extreme weight gain (B)(6) in two months. Products start and stop date updated. (B)(4). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.